Manufacturer narrative:
Device evaluation: the sample consist of two (2) products from p/n 60748 wit lot number reported as unknown; the returned samples were received in used conditions inside a plastic bag without their original packaging. Visual inspection: the samples were visually inspected at a distance of 12" to 16" under normal conditions of illumination. Results: no discrepancies were observed. Testing: the length of the sample was measure with a rule, cal i.d. 13.0687 due date: april 2021 results: the tube measure was of 114 and 116 mm, the tubes are within spec according to mp tpln-tj070 rev 101 tracheal plain - cut length and assemble connector to tracheal tube, the dimension must be 113 ± 3 mm. Production personnel inspect 10 samples at start of order, shift change or resets to ensure that the cut length of the tube is correct. Quality takes a sample using an aql 1.0 and level inspection g-I in order to verify the length of the tube. Costumer reported: "trach tubes were cut at different locations. Causing the inline suction catheter to be moved back in the airway and change the location of the suction catheter for proper suctioning." No root cause needs to be determined since the complaint was not confirmed due to no issues were found with the smh product. No corrective actions are required since the complaint was not confirmed; however, a notification of a complaint regarding to the failure mode to the production personnel was conducted by quality engineer on 07/feb/2020 as awareness of the defect reported by the customer.

Manufacturer narrative:
Other text: no lot number was provided; therefore, device history record review could not be completed. The sample was returned for evaluation. The sample consist of two (2) products with lot number reported as unknown. The returned samples were received in used conditions inside a plastic bag without their original packaging. The samples were visually inspected at a distance of 12 inches to 16 inches under normal conditions of illumination and no discrepancies were observed. The length of the sample was measured and the tubes were within specifications the reported problem was not confirmed. The root cause is not needed to be determined since the complaint was not confirmed due to no issues were found with the product. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Manufacturer narrative:
Device evaluation on progress.

Event description:
The customer reported the following product problem. The issue was related to the endotracheal tubes not all being the same length. The customer noticed that they were cut at different positions which caused the inline suction catheters to not be inserted to the desired depth. The customer believed that it was not a true product failure, as the endotracheal tube still provided a patent airway to the patient for intubation. The customer noted that it was just not a standard cut where the tube was attached to the hub of the connector. The customer adjusted the position of the inline suction catheter insertion so that they could clear the patient's airway, and have the catheter go to the proper depth. No patient injury or complications were reported in relation to this event.